Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient had experienced a fall on an unreported date, and was medicated with strong analgesics. It was reported that the patient experienced the medication side effects of drowsiness which affected the patient's ability to perform apd therapy under aseptic procedures ("messed up on dialysis technique"). The patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient has recovered from the event. Action taken with pd therapy was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.